Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, she has been having issues with bent cannulas for about a month. Customer then mentioned she was hospitalized she was hospitalized in 2014 for high blood glucose. Customer's recent high blood glucose was 700 mg/dl, treated with syringe and bolus. For the recent high blood glucose customer wasn't hospitalized. Troubleshooting was performed on the insulin pump and it wasn't completed as customer didn't have tubing clamp to perform high pressure test. Customer is not returning the reservoir for analysis.